Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas 8000 cobas ise module when compared to a different cobas 8000 cobas ise module. Results for the following tests were affected: sodium (na), potassium (k) and chloride (cl). Na: initial result: 163 mmol/l. Repeat result: 136 mmol/l (tested on another cobas ise). K: initial result: 4.4 mmol/l. Repeat result: 3.6 mmol/l (tested on another cobas ise). Cl: initial result: 130 mmol/l. Repeat result: 106 mmol/l (tested on another cobas ise). The repeat results were deemed to be correct.

Manufacturer narrative:
The na electrode lot number was w94. The k electrode lot number was g36. The expiration dates for the na and k electrodes were not provided. The cl electrode lot number was t48 with an expiration date of 25-jan-2025. Qc recovery was acceptable prior to running the samples and it failed after the event. The field service engineer found a blockage within the vacuum nozzle tubing that was preventing the vacuum from evacuating the fluid within the dilution vessel. He removed the obstruction that was limiting the suction. He ran ise checks and they were successful with no ise noise alarms. Calibration, qc, and precision studies were performed and they were all within specifications. The instrument was performing within specifications. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the cause was a blockage within the vacuum nozzle tubing that prevented the vacuum from evacuating the fluid within the dilution vessel. The fse performed ion-selective electrode (ise) checks, calibrations, qc, and a 21-cup precision study with acceptable results. The investigation determined the service actions resolved the issue. No further issues were reported afterward.